Event description:
During acl reconstruction, the biorci ha interference screw broke at the distal tip. It was reported that the surgeon had tapped 3 to 4 threads into the bone. It cannot be confirmed that all fragments were removed from pt. No pt injury or procedural complications were reported.